Event description:
It was reported via repair work order that the bed had reduced brake force due to worn scorpion brake kit . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.